Event description:
Patient experiencing air bubbles in the infusion set tubing. Caller indicated that she believed that there was something wrong with the tubing causing the air bubbles in the infusion set tubing. Caller indicated that one occurrence when changing the tubing she noticed the tubing caused air to leak into the cartridge, and that the device and cartridge were not to blame. Caller indicated that the issue caused patient's blood glucose to be elevated (300's mg/dl). Caller indicated that she belived that infusion set lot# 566667 exp 2010-09 and any infusion sets manufactured after had this issue. Patient indicated that the infusion sets with a 2008 expiration date worked fine. Caller did not report patient requiring medical assistance to address this issue.